Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not connecting to the system monitor was not confirmed. The system controller (serial #: (B)(6)) was not returned for analysis. Additional provided information communicated on 08oct2021 stated that the system controller would not be returning. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for (B)(6) and the it was found to pass all manufacturing and quality assurance specifications. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller was not connecting to the system monitor. Healthcare providers tried multiple system monitors with no success. The controller was replaced by the backup controller and the issues resolved. There were no alarms for this event.